Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the intra-aortic balloon pump (iabp). The stm evaluated the iabp unit and found that the safety disk was loose and not engaged. The stm reconnected the safety disk and then performed a fiber-optics test which passed. All safety, functionality, and calibration checks were completed and passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) fiber-optic was not displaying any waveforms while being set up on a patient. No patient harm was reported.